Event description:
It was reported that during predilatation of the mid right superficial femoral artery target lesion with the fox cross balloon, an arteriovenous (av) fistula was created in the target lesion. The physician indicated that this can be a normal occurrence in the predilatation process. The condition resolved when the (B)(4) study stent was implanted. There was no adverse patient sequela. The physician did not consider the av fistula as a complication of the procedure nor did he feel that there were any product performance issues. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of fistula is a known observed and potential adverse event as listed in the (B)(4) instructions for use in the potential complications section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.